Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced shorter battery life, and received pump error 63(hardware low level failures) and battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer was able to clear the error and rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit power up properly after battery installation. No failed batt test alarms noted. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. The adapt tool recorded pump error 63 file=2017 line=147 on 05/01/2025 11:30:07.000, 05/08/2025 11:03:57.000, 05/09/2025 21:46:37.000 and on 05/22/2025 08:12:55.000. Per software engineering log it was determine that pump error 63 was cause by twi interface on main/motor processor error. Pump error 4 was also recorded on 05/01/2025 11:30:07.000. With reference to the battery duration failure analysis instructions, baat tool the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Battery cycle 4.0 received the low battery alert (104) on 02/21/2025 05:27:00 after more than 7 days at 17.84 days. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the displacement test, self test, sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. The pump received with normal operating currents. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. The following cosmetic damages were noted: scratched case, cracked case (battery tube), battery tube threads - cracked, cracked case-corner of belt clip rails, cracked keypad overlay and pillowing keypad overlay. In conclusion, customer alleged of low battery alarm or short battery life were not confirmed based on battery duration failure analysis instruction, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, pump error 63 and 4 were recorded due to hardware failure. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.